Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced soft cannula missing event on(B)(6)2024 and (B)(6)2024. The event occurred three or more hours after insertion. The insertion site was upper leg. Infusion set was in use for 2days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.